Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they do not want to continue with treatment, their teeth have become looser, they seem to not want to move either, or they are scared to continue with the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.